Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1 bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: we continue to have several events of our lipid tubing clogging every day. Sometimes it can¿t even be primed past the filter of the tubing.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the lipid tubing is clogging. Sometimes it can not be primed past the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 1 bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: we continue to have several events of our lipid tubing clogging every day. Sometimes it can¿t even be primed past the filter of the tubing.